Manufacturer narrative:
Lot history review and product evaluation were not performed because the lot number was not provided and suspect product was not available for evaluation. No additional information is expected MDR reportable events are reviewed in quarterly management review meetings. No conclusions can be drawn.

Event description:
In 2009, a vistakon sales notified the firm that an eye care professional reported a pt who was diagnosed with a 3-4mm corneal ulcer. On 06/12/09 our firm spoke with the prescribing ecp who stated that the pt was wearing acuvue oasys contact lenses (cl) when the ulcer occurred. She stated that the pt was sleeping in lenses 5 nights, after the fifth night removed and cleaned, then he/she slept in them another 5 nights. The pt replaced cl after the second week of extended wear. The ecp stated that the pt worked outdoors with "lumber" and that the cause may have been environmental factors. The pt was referred to an ophthalmologist the same day. The opth office reported that the pt was seen the previous month, and diagnosed with a superior corneal ulcer that was not in the visual field. A culture was performed on the pt's eye. The pt was treated with tobrex drops every 15 min x 1 day, zymar drops every 15 min x 1 day and ciloxan ointment night at bedtime. The next day the culture results indicated no organisms. The same day, the pt's meds were decreased to 6 times a day and 3 times a day, three days later. The pt was last seen on eight days later and referred back to the prescribing ecp for cl refit. The prescribing ecp stated that the pt returned for contact lens (cl) refit the following month, and the ulcer was resolved. One month later, the ecp stated that the pt is going to remain in oasys cl but the wear schedule changed from extended wear to daily wear. Bcva 20/20. This event is reported because the ulcer was 3-4mm in size.